Manufacturer narrative:
The lens was returned in liquid, in lens vial. Visual inspection found one haptic torn. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated a 13.2mm tmicl13.2 implantable collamer lens, - 10.00/+4.0/091 (sphere/cylinder/axis), was torn while loading and there was no patient contact. The backup lens was implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.